Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported air leak remains unk.

Event description:
It was reported when the physician attempted to flush the sheath, air bubbles were observed from the hemostasis valve. There were no consequences to the pt.